Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the cover was cracked at the rear end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, it's possible that the connection between the cover and endoscope were unstable due to increased stress while in use or there was chemical stress caused by chemicals adhering to the cover resulting in the break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the single use distal cover was placed on the endoscope and the next day they were cracked. The issue occurred outside of a procedure. There was no reported patient harm or impact due to this event.